Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break occurred. Vascular access was obtained through the femoral artery. The physician was treating an 85% stenosed lesion located in the moderately tortuous and severely calcified distal left anterior descending (lad) artery. The physician wanted to use this 3.5x8mm quantum maverick balloon catheter to post-dilate a stent. During insertion, the shaft of the catheter was noted to be broken. The procedure was completed with a different balloon catheter. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.